Manufacturer narrative:
An event of the perivalvular leak (pvl), incomplete stent opening, and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and incomplete stent opening could not be conclusively determined. The reported complete heart block could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl and incomplete stent opening, a temporary pacemaker was placed to address the complete heart block, and subsequently a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A post-implant balloon valvuloplasty done with a 24mm non- abbott balloon due to mild perivalvular leak and under expansion. The final implant depth was 3mm on the non-coronary cups (ncc) and 4mm on the left coronary cusp (lcc). Post procedure, the patient was in complete heart block and needed temporary pacing. Additionally, the patient had a left femoral artery occlusion and dissection, which was resolved with long balloon angioplasty and covered stent implant. On (B)(6) 2025, a permeant pacemaker was implanted in the patient. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of the perivalvular leak (pvl), incomplete stent opening, and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and incomplete stent opening could not be conclusively determined. The reported complete heart block could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl and incomplete stent opening, a temporary pacemaker was placed to address the complete heart block, and subsequently a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.